Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. (B)(4).

Event description:
During analysis of the unit, it was observed that the segments were missing on the display. There was no patient involved.